Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with inappropriate shock. Upon review, the implantable cardioverter defibrillator delivered inappropriate high voltage therapy for supraventricular tachycardia with rapid ventricular rate. Programming changes were made. The patient was in stable condition.